Event description:
Tampon comes open [device physical property issue]. I remove a tampon it comes open [complication of device removal]. Case narrative: consumer reported via e-mail that when she removes tampon, it comes open. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.